Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional.